Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was experiencing high blood glucose levels. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. It was later reported that the customer was hospitalized due to hyperglycemia. The customer's dr advised that the customer's basal rates will be adjusted. Nothing further was reported.